Event description:
Allegedly the patient was revised due to a failed right hip replacement. She was suffering following mom complications: high ion levels in blood, tissue surrounding the implant had become necrotic, she had a pseudotumor involving the abductor muscle, posterior capsule and vastus lateralis. (Right)